Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was louder during rewind and they had to press the act button twice before it worked during prime. Customer's blood glucose level was not reported. The device was not returned.